Event description:
The customer reported that after two hours of use, the tube leaked air from an unspecified source. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.